Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was rebooting with a new battery. Upon inspection of the device the reporter noted that there was some corruption within the battery chamber on the battery. The reporter noted that after the battery was changed the pump kept asking to prime and verify after rebooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings:a review of the pump¿s history showed no errors, alarms, or warnings related to the complaint. The battery cap was observed to be cracked during evaluation. Evidence of moisture corrosion was found in the battery compartment and the pump failed a leak test due to the crack. During testing, the pump powered on normally. Unrelated to the complaint, the pump¿s history showed evidence of a time and date reset to factory default. The pump cover was removed and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17//2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.